Event description:
Info received indicates the right siderail will not stay up.

Manufacturer narrative:
The technician found the siderail was missing the top rivets and two pivot bolts. The technician replaced the hardware to repair the stretcher.